Event description:
The customer reported being hospitalized for high blood glucose. The blood glucose level at time of the call was 122mg/dl. Troubleshooting was performed. Ran a self and fixed prime tests and passed. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.